Manufacturer narrative:
.

Event description:
Additional information received reported on (B)(6) 2014 the catheter was revised and the dose was decreased from 6.592mg/day to 1.2mg/day post catheter revision. It was further reported the pump was revised on (B)(6) 2014, but it was unclear whether just the catheter was revised or the whole system. Additional clarifying information was requested, but was not available as of the date of this report; a follow up report will be submitted if additional information is obtained.

Event description:
Additional information later reported the patient had a catheter revision only.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified that there was a kink in the catheter that had to be revised.

Manufacturer narrative:
Analysis of the catheter revealed catheter body kink observed. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the patient was refilled on (B)(6) 2014. There was a volume discrepancy. The expected reservoir volume was 7.8ml and they got back well over 18ml¿s. The patient was not symptomatic. They planned on doing a dye study on tuesday the reporter believed. The patient was refilled with no issue and was receiving morphine 25 mg/ml at 6.592 mg/day. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
Information was received from a representative on 5/9/2014 indicating that a catheter dye study had been performed and indicated that the catheter was occluded. They were unable to aspirate. A rotor study was performed and it was normal. The catheter was replaced on (B)(6) 2014. The patient was not due for a refill until the end of the summer. Since the revision, the patient was reportedly getting excellent therapy and there had been no issues at all.